Event description:
It was reported that the patient underwent a minimally invasive posterior lumbar interbody fusion at l4-s1. It was reported that the middle extender and inner sleeve were not included in the instrument set. It was determined that the surgery needed to be converted to an open surgery. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.